Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product. Device evaluated by MFR.: f/g,promus element,mr,ous 3.50x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The first stent strut on the distal end was lifted and pulled out slightly. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section of the shaft polymer extrusion identified no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.